Event description:
The customer reported that after wearing a pod for about 5 hours, her blood glucose result went up to 407 mg/dl. She stated that she heard a click when the cannula inserted, and it looked like the cannula was inserted, but when she removed the pod, the needle was sticking out.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. Its root cause was determined to be caused by an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and mfg work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."